Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) tip cover accessory involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported complaint. The middle area of the mcs tip cover exhibited localized melting, which is indicative of arcing. The mcs instrument was not returned with the tip cover. Further investigation found to have gouges toward the distal end. No material appears to be missing from the gouges. The gouges measured approximately 0.048" - 0.074" in length. The probable root cause of a damaged tip cover is attributed to either improper installation onto the mcs instrument or exposure to repeated thermal and mechanical stresses during normal use conditions or collisions. These stresses can lead to excessive wear resulting in tears.

Manufacturer narrative:
Based on the claim against the product by the customer noting a hole on the monopolar curved scissors (mcs) tip cover accessory, an investigation is in progress to determine the cause of this reported event. The monopolar curved scissors (mcs) tip cover accessory reportedly will not be returned to isi for failure analysis evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the accessory is returned (post engineering evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) tip cover accessory had a hole. The customer used a new mcs tip cover accessory to continue with the procedure. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument and accessory were inspected prior to use with no issue. The mcs tip cover accessory had a hole on the gray area. No arcing was observed. The surgeon was performing cauterizing when the issue occurred. The mcs tip cover accessory was properly installed during the surgical procedure. No orange surface was visible after the mcs tip cover accessory was installed. The mcs tip cover accessory was installed with the installation tool but not beyond the orange surface and with no lubricants applied. The mcs instrument reportedly did not collide with any other instrument or tool. There was no patient injury. The mcs instrument will not be returned. The customer resolved the issue by replace with a new mcs tip cover accessory.